Manufacturer narrative:
This product is not marketed in the us. No similar complain type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a ks-ni2, 18.0 diopter, preloaded injector failed to inject the lens. The reporter stated that the device did not contact the patient, irregularity was found during set up before use. The surgery was successfully completed by using a back-up preloaded system during the same surgery.